Event description:
It was reported that the saline would not flow through the fiber with the foot peddle depressed and vaporizing. When the foot was removed from pedal, the saline would run as normal. The fiber was changed and issue was resolved. The procedure was completed using the second fiber. There was no report of patient injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber's beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap, devitrification at the cap output window and burnt detritus was also observed. Both caps remain intact and attached. The outer flow tube was inspected and no signs of blockage were observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.